Event description:
Oxford knee revision due to tibial component loosening.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Medwatch ref:mw5078220.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure .subsequently the patient was revised and surgeon determined patient had tibial loosening and burning pains in sharp left knee. Patient pains were growing.